Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s father contacted lifescan (lfs) (B)(4) alleging the patient¿s one touch ping enhanced meter was displaying a ¿pc message¿. The complaint was classified based on the customer service representatives (csr) documentation. The reporter stated that the alleged issue began on (B)(6) 2014 at 4:30 p. M. The patient manages her diabetes with an insulin pump and took food and/or drink in response to the alleged issue. It is not known if the patient developed any symptoms. In addition, there was no mention of receiving medical treatment for a high or low blood glucose excursion. At the time of troubleshooting, the csr documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.